Manufacturer narrative:
Based on the information provided, the cause of the customer reported failure mode cannot be determined. Intuitive surgical, inc. (Isi) has not received the tenaculum forceps instrument for failure analysis evaluation. Note: refer to medwatch report (MDR) with MFR. Report #2955842-2025-45185 for MDR submission of the bladder injury with an unknown cause that required surgical intervention.

Event description:
It was reported that during a da vinci-assisted hysterectomy procedure, the tenaculum forceps instrument stopped working and a cable had come undone. The customer replaced the tenaculum forceps instrument with a backup instrument. No deformities were noted upon inspection of the tenaculum forceps instrument that was replaced. The initial procedure was completed robotically. On postoperative day two, the patient underwent a secondary robotic procedure for a bladder injury. The customer indicated that a cable fragment had broken off an instrument during the initial da vinci-assisted hysterectomy procedure and was not discovered until the second procedure. The surgeon removed the cable fragment from the patient during the second procedure. The surgeon was unable to provide a cause of the bladder injury. The surgeon did not attribute the bladder injury to any da vinci products. The patient is recovering well.

Manufacturer narrative:
Device evaluation: intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The tenaculum forceps instrument was analyzed and found to have a broken pitch cable at the distal end. When pitch cable breakage occurs, the instrument is immediately inoperable due to loss of functionality. The instrument has tungsten drive cables to transmit motion from the input discs in the housing, through the main shaft, and to the distal instrument tip. These cables are exposed at the instrument tip and control movements at the wrist. The complaint was confirmed by failure analysis.

Event description:
Refer to h11 for follow-up information.